Manufacturer narrative:
The reported lot number,167127 could not be matched to the upn provided.

Event description:
It was reported to boston scientific corporation that a protegen sling was implanted on (B)(6) 1998. According to the complainant, the patient experienced mesh erosion, recurrent urinary tract infections, bladder irritability, recurrent urinary incontinence, pain and an additional surgery for removal of the mesh. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.